Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The initial reporter complained of a questionable elecsys troponin t hs stat assay result for 1 patient tested on a cobas 6000 e 601 module. The initial tnths stat result was 12.72 ng/l. The initial result was released outside of the laboratory, but based on a historical tnths stat result of 206.4 ng/l the doctor questioned the initial result. The same sample that has an initial tnths stat result of 12.72 ng/l was retested and a result of 198.7 ng/l was obtained. This result was deemed correct. There was no allegation of an adverse event. The tnths stat reagent lot was 34588 with an expiration date that was requested but not provided. The field engineering specialist found a liquid level detection cable connection that was disconnected. The investigation is currently ongoing.

Manufacturer narrative:
Related calibration and qc results do not indicate an issue. The alarm trace does not indicate an issue. The investigation did not identify a product problem. The cause of the event could not be determined.